Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif-transforam inal lumbar interbody fusion spinal therapy for lumbar degeneration requiring 2 level tlif procedure. Levels implanted at l4/5 and l5/s1. It was reported that as the surgeon was starting to place the cage insitu in the disc space he started to impact the inserter and suddenly the cage cracked/breakage. The cage looked to have been attached properly to the inserter by the scrub nurse and also wasn¿t being forced into the disc space with undue force.  There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of origin is new zealand. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4): part # 9193014, lot # h5467897 visual and optical inspection revealed the implant is damaged. The implant has cracked near the top of the implant. The implant is fragile and can be overloaded. It appears the implants structural integrity was overloaded during the implantation procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.